Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed with no issues noted. It was determined that the device met functional specification. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use of the device. There was no patient involvement. No additional information is available.